Event description:
It was reported that on post-operative day two following a esophagectomy procedure, the patient developed a high fever and required a reoperation to determine the cause. During the second procedure the doctor found malformed staples and a small stoma. The operation was completed with sutures. There was nothing abnormal noted during the original operation.